Event description:
It was reported that this electrode exhibited noise and oversensing resulting in an inappropriate shock to this patient. There were additional untreated noise events stored which appeared to be in the morning hours while this patient was sleeping. Technical services (ts) discussed troubleshooting options with the field representative. This electrode remains in service. No adverse patient effects were reported. Additional information was received that additional noise, oversensing and inappropriate shocks were observed. The presenting subcutaneous electrocardiogram (s-ECG) showed noise. Isometerics testing was performed showing noise in primary and secondary vectors. Alternate vector showed small amplitude signal, so this was not an option. The decision was made to keep secondary vector and send this patient for a chest x ray. Technical services (ts) discussed based on the results of imaging the next steps can be determined. This electrode remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This product remains in service and has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Based on the available information and in the absence of a product return, a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. This investigation will be updated should further information be provided.

Event description:
It was reported that this electrode exhibited noise and oversensing resulting in an inappropriate shock to this patient. There were additional untreated noise events stored which appeared to be in the morning hours while this patient was sleeping. Technical services (ts) discussed troubleshooting options with the field representative. This electrode remains in service. No adverse patient effects were reported. Additional information was received that additional noise, oversensing and inappropriate shocks were observed. The presenting subcutaneous electrocardiogram (s-ECG) showed noise. Isometerics testing was performed showing noise in primary and secondary vectors. Alternate vector showed small amplitude signal, so this was not an option. The decision was made to keep secondary vector and send this patient for a chest x ray. Technical services (ts) discussed based on the results of imaging the next steps can be determined. This electrode remains in service.